Manufacturer narrative:
The device was received with the cannula assembly deployed and the needle failed to retract. An 0x18 alarm was generated, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection. Blood was observed on the adhesive pad. Damage was found on the slide retract, indicating improper installation of the formed needle, which was not seated in the slide retract. This issue resulted in the formed needle failing to retract and contributed to the reported bleeding, bruising, and pain during insertion symptoms. No other damages or manufacturing deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached over 284 mg/dl while wearing the pod longer than 48 hours. After realizing elevated bg levels and experiencing bleeding and pain at the site, patient found the needle had not retracted as intended; this indicates that a needle mechanism failure occurred. Additional method of treatment was not provided.